Manufacturer narrative:
It was later reported that this left ventricular lead was surgically abandoned due to high thresholds and diaphragmatic stimulation.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high thresholds and had intermittent capture through this left ventricular lead. It was reported that an x-ray revealed that this lead might have dislodged since implant. There was also report of left ventricular sensing and amplitude issues. Lastly, there was farfield oversensing of the right atrial lead which inhibited left ventricular pacing. Technical services discussed troubleshooting. The physician was aware of the high outputs affects on the device longevity. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.